Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the balloon deflates on its own and the device has been replaced. Additional information was received from the customer and stated that the catheter was installed on (B)(6) 2025, and in the afternoon the patient had to return to the clsc because the balloon deflated, and the catheter fell off. A new 18 fr catheter was re-installed. On (B)(6) 2025, re-installed 18fr catheter also had a balloon deflation issue and it was replaced by another 18 fr catheter and the issue happened again with the third 18 fr catheter as well. The patient had no medical intervention or treatment, but the patient experienced increased infection risk and significant discomfort.

Manufacturer narrative:
The device history record (DHR) for lot l25e4991s was reviewed and no anomalies related to the reported issue were observed. An unused, sealed sample was received for evaluation, and upon technical evaluation, the reported condition was not observed. A definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.